Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional procedure using a 5f sheath. Reportedly, the suture was harvested successfully. When the footplate was closed to remove the device, it caught on the artery as a suture end was stuck on the foot. The non-rail suture end was noted to be curled. After manipulating and advancing back into the vessel, the device was able to be removed. However, tissue damage was noted and bleeding was more than pulsatile. Another prostyle and an angioseal were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of tissue injury and hemorrhage are listed in the prostyle instructions for use (IFU), potential adverse events, section 10.0, as potential adverse events associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot and difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.